Event description:
Customer's mother reported consistent high blood glucose level. Customer has received infusion sets from distributor and have been experiencing kinks in the tubing before and after insertion. Customer is unable to control the blood glucose level. The current blood glucose reading is 160 mg/dl. Customer treating with manual injections. Customer experienced vomiting and nausea. Customer went to urgent care due to high blood glucose. Customer was given two bags of fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.